Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient received a shock every time the health care provider (hcp) touched him with the "box" used to program him. It is unknown when the issue began occurring. The patient was redirected to the hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that on (B)(6) 2016, the patient attended a implantable neurostimulator (ins) battery replacement follow-up appointment with the hcp; the patient's previous ins was replaced on (B)(6) 2016. It was confirmed that the right chest incision was healthy and intact. However, it was noted that the patient was experiencing some upper extremity tremors that were greater on his right than on his left. The patient was able to drink water from a bottle, but it was more difficult to drink from a cup. Due to the increased tremors, the patient's left deep brain stimulation (dbs) system amplitude was increased from 4.0 to 4.1, 4.2v. The rate was also increased to 185 while the pulse width was decreased to 160. On the right side, the amplitude was increased from 2.1 to 2.2, 2.3 to help with the ongoing lue tremors. An impedance test was also performed and resulted in normal impedances. It was confirmed that the reprogramming resulted in a reduction in tremors. It was also reported that the cause of the shocking was not determined, but it was noted that the shocking only occurs when they are checking the electrode impedance. It was also stated that no actions/interventions were taken to resolve the shocking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.